Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that erroneous cancer antigen ca 27.29 (br) results were obtained on the advia centaur xp instrument across two days. Quality controls recovered within acceptable ranges. The wash 1 bottle and fluid lines were replaced and primed. Dispense tests were performed on reagent probe 1, reagent probe 2, and ancillary probes. Then, the wash fluid was dispensed, and an aspirate check was performed for all aspirate probes. A siemens customer service engineer (cse) was dispatched to the customers site. The cse evaluated the probes and confirmed that none were bent. The cse determined that aspirate probes were able to remove all fluid from the cuvettes. Then, the cse performed a dispense test and observed a crack in the fluid connector to the manifold for the dilution probe 3 (dp3) line. Next, the cse replaced both fluid connectors for dp3 and primed to confirm no air bubbles. Then, the cse primed the wash manifold with water and found no leaks. Subsequently, the cse found that the cuvette ring was empty. The cse filled the cuvette ring and ran quality controls, which recovered acceptably. The cause of the erroneous cancer antigen ca 27.29 (br) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2023-00135 was filed for the erroneous result that occurred on (B)(6) 2023.

Event description:
A cancer antigen ca 27.29 (br) result of 54.8 u/ml was obtained on a patient sample on an advia centaur xp instrument and was reported to the physician(s). The customer was unable to repeat the sample due to its stability and requested for a redraw. The correct result for this patient is unknown. The customer removed the result, as a correction to the initial result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00136 on 18-apr-2023. Additional information (08-may-2023): siemens further investigated the issue and concluded that the crack in the fluid connector to the manifold for the dispense probe 3 potentially contributed to the erroneous cancer antigen ca 27.29 results, which was resolved with the service actions mentioned in the initial report. The investigation conclusions code in section h6 was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2023-00135_s1 was also filed for this event.